Event description:
While drilling prior to placement of lag screw, drill bit broke into two pieces. Large piece removed. Dr removed smaller piece from right femoral neck. X-ray was taken and saved after drill bit removed and before lag screw placed. X-ray read as negative.